Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by cloudy fluid, abdominal pain, nausea and loss of appetite. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with ceftazidime (1g, intraperitoneal, for 21 days, frequency was not reported) for peritonitis. At the time of this report, the patient was reported to be "in recovery". Pd therapy was ongoing. No additional information is available.